Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of scope communication error was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited scope communication error b30 during an unspecified event. During device evaluation, foreign objects were observed in the control section and distal end. There were no reports of patient harm.